Manufacturer narrative:
The investigation determined the service actions resolved the issue. The issue is consistent with insufficient service maintenance.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the na electrode on a cobas 6000 c501 module. The customer stated they would receive questionable results 4 to 5 times per day. The customer provided an example of one patient sample with discrepant na results. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 229 mmol/l. The user did not believe the result and repeated the sample. The repeat na result was 140 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer checked the rinse unit tubing and found a defective vacuum tube. The tubing was replaced and the system works as designed. A reagent issue can be ruled out. The investigation is ongoing.